Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000397 and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and the ¿hemostatic valve got pushed in." The hemostatic valve of the vizigo sheath got pushed into the vizigo sheath. It made the valve inoperable. There was blood flowing freely out the back of it. The vizigo sheath was replaced and the procedure continued. There was no patient consequence reported. Additional information was received. The cap did not dislodge from the sheath. The caller did not take pictures of the defect as intended to ship the product back, but unfortunately the staff disposed of it while waiting for the return box. The transseptal needle used was a baylis versacross needle ref vxsk0022. To the caller¿s knowledge, air did not enter the patient's body, they required no treatment other than what was scheduled, and the estimated blood loss was approximately 30cc.